Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the console shut down. Additional information was received reporting the event could have been from a phacoemulsification handpiece, however, no other details were provided. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system shut down. Additional information was received reporting the event could have been caused by the phacoemulsification handpiece, however, no other details were provided. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 24, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The system message (sm) - [tune failed ¿ handpiece current low (open circuit)] displayed when the phaco handpiece attempted tuning. The cable jacket was stripped near the handpiece strain relief revealing broken wires. The customer reported event was confirmed through testing, which found broken wires to cause the sm to display during tuning. The phaco handpiece was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to broken wires within the cable jacket near the phaco handpiece strain relief. The manufacturer internal reference number is: (B)(4).